Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the screen was getting dim and the battery indicator was low and then the display just went blank. She changed the battery and it seemed fine but then the screen got blank again after delivering a bolus and the insulin pump kept vibrating. The insulin pump does not have physical damage and was not exposed to moisture. The contacts on the battery cap are not missing or damaged and the battery compartment is not damaged or corroded. Customer was advised to insert a new battery; the display did not return. Customer was instructed to remove the battery for 10 minutes, clean the battery cap and reinsert the battery; the display did return but then it dimmed again. Blood glucose value was 127 mg/dl. The insulin pump failed the selftest. The insulin pump would be replaced and returned for analysis.

Manufacturer narrative:
The insulin pump had blank display due to moisture damage on the electronic assembly. The motor had moisture damage. The insulin pump was unable to test for unexpected low battery alarm, dimming display anomaly and constant vibration anomaly due to blank display. The insulin pump had minor scratched display window and cracked reservoir tube.